Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# :unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an external neurostimulator (ens). The patient reported trial lead issues; they said the doctor's office stressed activities and positional movements during the trial because they know many patient's don't make it through the trial because they pull the lead. No other information was provided. The circumstances that led to the reported issue was unknown.